Event description:
A lead was returned from an unknown source after a patient death. The lead was analyzed and subsequently tested out of specification. Information identified in the manufacture database indicated the patient died five years after the lead was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.